Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings which triggered threshold suspend. The customer's blood glucose was 136 mg/dl and sensor glucose was 78 mg/dl at the time of incident. Troubleshooting was performed. The sensor will be returned for analysis.